Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regulatory affairs associate reported on behalf of the customer that an a1018 mayfield swivel adaptor still spun even when it was tightened. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for evaluation. A DHR review cannot be performed as lot or serial number of device was not provided nor has the product been sent in for inspection. Sampling plan reviewed and is acceptable. The failure analysis to identify root cause to the end users experience could not be determined.